Event description:
The user (a medical student) alleges while expelling blood into the test tube the plunger was sticking. When the plunger was released, blood sprayed/splartered into the user's nose and face. No treatment due to this issue.